Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the customer consumed a meal and forgot to deliver a bolus. To address the bg level, the customer delivered a correction bolus; however, the customer accidentally over-bloused due to miscalculating the amount of units entered. The customer did not experience a low bg level as a result and reported being fine and bgs were monitored throughout the day.